Event description:
It was reported that the procedure was to treat the left anterior descending (lad) and left circumflex (lcx) coronary arteries. A wire was passed to the lcx and pre-dilatation performed with a non-compliant balloon and a perforation occurred. The 3.5x26 mm graftmaster covered stent was attempted to be advanced but it could not cross due to the anatomy after dilatation and many attempts. A new graftmaster covered stent was used to complete the procedure. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.